Event description:
It was initially reported that the physician was having unspecified issues with her programming system that was initially believed to be related to the wand. The physician was given a new wand but the issues continued and a handheld issue is now suspected. A hard reset was preformed by the physician but she was unable to progress past the align screen. Good faith attempts for more information and for product return have been unsuccessful to date.